Event description:
The complaint was reported as: the customer alleges that the connection portion beneath the nebulizer is breaking during usage. The customer reports a delay in treatment, but the patient did not suffer any trauma and patient safety was not compromised.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The lot number provided on this complaint "6270w" is not a valid number at teleflex nuevo laredo, therefore, it is not possible to determine in which conditions this material was manufactured. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. The customer complaint cannot be confirmed based only on the information provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. If the defective sample becomes available, this investigation will be updated with the evaluation results.